Manufacturer narrative:
Analysis summary: analysis confirmed the reported event. The output connector assembly was broken. It was also found that the lcd (liquid crystal display) was out of electrical specification. The main seal was observed to be pinched and the keyboard scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular socket on the top of the connector block was damaged. The epg was returned for service. There was no patient involvement.